Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy following implant. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned. Postoperatively, patient has effective therapy on both sides.